Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis voluntary MDR/medwatch report number mw5169946.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. The pharmacist reported via maude that an unknown individual experienced inaccurate continuous glucose monitoring (cgm) values while using the dexcom g7 cgm system in conjunction with the tandem t: slim x2 insulin pump and humalog insulin. On (B)(6) 2025, the insulin pump began receiving cgm data indicating that the patient¿s blood glucose levels were trending low and continuing to decline. As a result, the pump suspended insulin delivery for the majority of the day. Subsequently, the patient developed symptoms of vomiting and diarrhea. During this period, the patient did not verify blood glucose levels using a traditional glucometer. The patient was transported to the emergency department by ems. Ems personnel reported that the patient¿s blood glucose was ¿high,¿ while the cgm data displayed on the insulin pump continued to show readings below 70 mg/dl. Laboratory testing revealed a critically elevated blood glucose level of 1411 mg/dl. Despite this, the cgm continued to report values under 70 mg/dl. The patient was diagnosed with severe diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU) for three days. Attempts to follow up with the patient and the original reporter for additional details were made but were unsuccessful. No data was provided for evaluation. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-139812 was reported in error. Please disregard initial reporting of this event as this event is a duplicate of MFR # 3004753838-2025-114932.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that this complaint is a duplicate of MFR # 3004753838-2025-114932.